Event description:
The balloon disintegrated after pushing it through the swan sleeve. No patient complications were reported.

Manufacturer narrative:
We received one model# 746hf8 catheter for examination. The balloon was found to be ruptured at the center area of latex around circumference and the ruptured edges did not appear to match up, indicating a gap of missing latex. Several cracks were found throughout the surface the balloon, indicating latex deterioration. Deterioration is "a condition usually cased by age, excessive exposure to light, atmosphere, or ozone¿. All other through lumens were patent without any leakage or occlusion. There was no other visual damage, contamination, or other abnormalities found on catheter. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.